Event description:
It was reported that during procedure, small "satellite rays" were observed to be coming out of the tip of the fiber. The user facility was unable to clarify if the "satellite ray " was the aiming beam or the laser. A similar of the same device was used to complete the case. There was no injury to the patient. The physician found the post operative very satisfactory.